Event description:
Reporter rec'd the er1 message a week ago. Reporter compared teststrip to color chart on vial and result matched darkest color. Reporter then retested using her profile meter. Profile blood glucose results were not higher than 120-130 mg/dl. Reporter is stating that results on her ss meter are alway higher than on her profile meter. Reviewed technique and explained about plasma serum calibration of the ss meter.